Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available

Event description:
The customer reported that yellow liquid came out from the biopsy channel during reprocessing involving an olympus reprocessor. There was no patient involvement.